Manufacturer narrative:
MDR report #: mw5149156.

Event description:
User facility medwatch received that states that the right ventricular lead was part of a system revision due to infection. The patient was admitted to the hospital with vegetation on the leads and tricuspid valve. The lead was explanted and replaced.